Event description:
It was reported that upon trying to perform drill diagnostics, the ri robotic drill attachment and real intelligence robotic drill tracker became stuck as there was a communication failure: please contact robotics customer support. As this was noticed service and repair activities, no patient was involved.

Manufacturer narrative:
Internal reference: (B)(4).

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. When attempting a kpc test, the drill threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen. When attempting a test case, the drill threw a ¿system timeout error¿ and then flickered. The drill was taken apart for further investigation. The drill¿s exposure motor was tested and failed. The drill was put back together with a known working exposure motor. A kpc test and test case were completed and passed without error. An engineering review was completed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. When attempting a kpc test, the drill threw a ¿robotic drill critical error¿ on the ¿robotic drill connection¿ screen. When attempting a test case, the drill threw a ¿system timeout error¿ and then flickered. The drill was taken apart for further investigation. The drill¿s exposure motor was tested and failed. The drill was put back together with a known working exposure motor. A kpc test and test case were completed and passed without error. An engineering review was completed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.